Manufacturer narrative:
(B)(4). Concomitant medical products: 00784801200- modular neck e 12/14 neck taper use with +0 heads only- 63330666. 00877503602- bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14- 2838136. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02602. Customer has indicated that the product will not be returned to zimmer biomet for investigation, not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left hip revision approximately 4 years post implantation due to instability with subsequent dislocations. During the procedure a longer and more offset kinectiv neck and elevated lip liner were used. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Photographs of the explanted products were provided. Visual review identified the following: the products were covered in bio debris. There was discoloration on the head's taper surface. No further evaluation could be performed with the images provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.